Manufacturer narrative:
Concomitant products: 6996sq58 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered shocks for ventricular fibrillation (vf) and a fast vt. It was suspected that the arrhythmias were atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The ICD remains in use. No further patient complications have been reported as a result of this event.